Event description:
It was reported that this right ventricular (rv) lead was explanted due to low pacing impedance (less than 290 ohms) and high pacing thresholds. A new rv was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
This device has not been returned. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to low pacing impedance (less than 290 ohms) and high pacing thresholds. A new rv was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The rv lead is expected to be returned for analysis.